Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-05707. Olympus concluded that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
This is a supplemental report to provide additional information. On feb 10, 2022, the complaint of another device (B)(4) in the same procedure was reviewed by olympus medical systems corp. (Omsc) and the medical safety officer (mso), who has the medical license. Relatedness: cannot be ruled out seriousness: serious reasoning: according to additional information from the reporting facility, the patient recovered without antibiotics and was in good condition. Also at the time of additional report, the patient was to remain without antibiotics and go through radiological diagnostic procedures after a number os days to confirm the absence of abnormalities. The reporters confirm their opinion that the causal relationship between the reported lung abscess and the medical device in case was considered low. However we understand a low causal relationship still exists, and therefore relatedness cannot be ruled out. In addition, the reported event is considered serious since the microorganism responsible for the lung abscess might have led to a more serious infection. Therefore, omsc assumes that the lung abscess after lung biopsy was a serious injury that might be caused or contributed to a death or serious injury.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in d8, h6, and h10. The device subject was discarded at the facility. The subject device was not returned for investigation. However, four unused sets that were owned by the facility were returned for investigation. Sealing area of each sterile package was examined and no abnormalities, such as peeling, tearing or water damage, were observed. The device history record (DHR) with the lot number/sterile lot number of the subject devices were confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon: - quality inspection sheet - process inspection sheet - nonconforming product report - sterilization work record the instructions for use (IFU) shipped with the device provides the user the following informamtion related to the reported event: the operator of this instrument must be physician or other medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual does not explain or discuss clinical endoscopic procedures. Before use, prepare and inspect the instruments as instructed below. Should any irregularity be observed, do not use the instrument but use a spare instead. Damage or irregularity may compromise patient or operator safety by posing an infection-control risks, tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage. Do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view or in the x-ray image, do not use it. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not force the distal end of the insertion portion against body cavity tissue. This could cause patient injury, such as punctures, hemorrhages, or mucous membrane damage. Do not force the distal end of the insertion portion against body cavity tissue. If you press the instrument¿s cup too hard against tissue in an attempt to take a sample more than needed, the risk of perforation increase. Do not take more tissue than needed. Conclusion summary: based on the investigation results, it can be inferred that the reported event did not occur due to a defect or abnormality in the product. However, the subject device could not be confirmed. Therefore, the connection between the root cause, the reported phenomenon and the subject device could not be identified.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. However, four unused sets that were owned by the facility were returned for investigation(receipt date : april 15, 2021). Sealing area of each sterile package was examined and no abnormalities, such as peeling, tearing or water damage, were observed. The manufacturing records of the returned devices were reviewed and found no irregularities. Investigation was carried out for reports of similar complaints made (development of lung abscess) from the launch of the product to the present time. However, there have been no similar cases reported. Sterility test was performed on the returned guide sheath kit (guide sheath, biopsy forceps and cytology brush). No bacteria were detected in all products. Based on the investigation results, it can be inferred that the reported event did not occur due to a defect or abnormality in the product. The above device handling has warned in the instruction manual as follows. *the operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual does not explain or discuss clinical endoscopic procedures.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that after a lung biopsy using the subject device, the following event occurred. The patient developed a lung abscess at a later date. The physician commented that has used k-201 for 10 years, but that the occurrence of a lung abscess was the first time, and that two cases occurred in a short term. This is the second of two reports.